Event description:
The daughter of the injured person reported her father fell when the castor on his rollator broke. She reported her father was hospitalized for a week as a result of the fall. He spent 2 days in rehabilitation following his stay in the hospial. She also said her father was readmitted to the hospital with pneumonia for 3 to 4 more days.